Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Report type updated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an unrelated surgery in (B)(6) 2019 and the ipg has not been communicating since. Troubleshooting was done, but the ipg would not connect to external devices. As a result, surgical intervention may occur.